Event description:
The patient was presented with chest pain. This patient had been treated the previous day with plain old balloon angioplasty (poba). The first vision stent delivery system (sds) was removed from the package and the stent was noted to be dislodged. This product was not used on the patient. Two additional vision stents were successfully deployed in the lesion. Reportedly, there was no patient injury. No other information was available.